Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: during investigation, the keypad was intact and all the keypad buttons were responsive to user input. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage was found to the keypad flex. The complaint of an under responsive ok button was unable to be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.